Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient said they have been having so much trouble. They were worse off than before the implant. If they laugh or exerts any kind of pressure they will start to leak. Patient has to go through a couple of pads a day. They can run into the house and the second they were two steps away from the toilet it will start coming out. The issue started probably two months ago. Patient has tried increasing the stimulation. The last time they increased the stimulation they felt like the stimulator was just coming out of them and it was so painful. Any time they went up one thing it would just pierce through their flesh. Agent asked patient if they had any falls. Patient said they fall all the time. They fractured their rib the end of april. They fell backwards on monday and they think they traumatized something. The patient doesn't think they fractured something this time. Patient has terrible balance. The patient was redirected to their healthcare provider to further address the issue. Patient has an appointment the end of november.

Manufacturer narrative:
B3: date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause of feeling like the stimulator was just coming out of them was unknown. The patient stated they adjusted the amplitude too high due to extreme incontinence issues. A new program was set by the hcp at an appointment and all other adjustments were made at that time. Issue has resolved, patient feels much better.